Manufacturer narrative:
The pump passed the displacement, rewind, seating and basic occlusion tests. The pump passed the self test. The pump was received with a time/clock anomaly. The pump was received with a cracked reservoir tube lip and a scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was losing time. It was reported that the pump would be replaced and returned for analysis. No further information provided.